Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was used for closure of the femoral artery puncture site. After entering the vascular sheath and locking the vascular sheath with the closure device, the system was slowly withdrawn from the body while observing pulsatile blood flow. After observing that the pulsatile blood flow disappeared, the system was continuously withdrawn slowly while observing the indicator window, until the entire system was withdrawn from the body and the indicator window did not change color. Therefore, the closure device was not activated (for safety), and manual compression was subsequently used for hemostasis, with no other adverse consequences. This occurred during a cerebrovascular recanalization and treatment procedure. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde puncture approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. The device will be returned for evaluation.